Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator have reported this event as mild and possibly device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
6 months post operation MRI showed 14mm retear of the supraspinatus and associated bursal-sided fluid build up. The event was listed as mild and possibly related to the device. Patient was prescribed at home physical therapy and anti-inflammatory meds.